Event description:
(B)(4) device was provided by insurance. Although, if I had of known all these side effects were possibilities I wouldn't have gotten essure. I have joint pain, stomach pain, migraines, blurred vision, thyroid issues, loss of hair, swollen stomach... The pain is constant and daily. Very upset with myself for doing this.